Event description:
Caller reported experiencing cartridge alarm 20 intermittently over the past month. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller by attempting to load a new cartridge using the proper technique, but the alarm persisted. As a corrective action, technical support decided to replace the pump and arranged the shipment of a replacement. The customer was advised to use multiple daily injection (mdi) as backup therapy and instructed on returning the faulty pump using a pre-paid label. Instructions were also provided on preparing the pump for storage mode prior to return, and the customer acknowledged understanding these directives.